Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and the user stated that they were not getting any readings from the fiber optic balloon. The fse ran the fiber optic tester and found no issues with the iabp. The iabp passed all calibration, functional, and safety tests performed. The iabp was returned to the customer, cleared for clinical use.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, the fiber optics failed and they could not get a pressure reading, however, the iabp continued to provide therapy. No adverse event was reported.